Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with evidence of blood on the adhesive pad and in the needle well. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Operating system: 18.5. Hardware: iphone17.1. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose levels rose to 489 mg/dl, while wearing the pod between 1 and 4 hours on the infusion site (abdomen). As treatment, the patient changed out the pod. The site was bleeding, itching and red.